Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported the tensioner could not tension the cable properly. Spare tensioner and cable were used instead of them, and the procedure was completed.